Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was kinked and pinched. The guidewire exit port was torn, and the tip was detached, pinched, torn, and stretched. The detached section was not returned for analysis. No damage was found within the telescope section and the sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 25jun2025. It was reported that visualization issues occurred. The 80% stenosed, 12 x 3.50mm target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was completed with another of same device. The patient condition following procedure was stable. However, device analysis revealed that the tip was detached.